Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, oversensing due to noise was observed. One of the noise episodes also led to an aborted shock. Lead was explanted. Patient was discharged after an uneventful procedure.

Manufacturer narrative:
A partial lead with the distal tip measuring 43.2cm was returned for analysis. Internal insulation abrasion under the svc shock coil was noted at 23.2-24.4cm from the distal tip. The etfe coating was abraded at this location, consistent with the field observation of noise.